Manufacturer narrative:
Received 3 unused catheter. Verified product number 165812 and manufacturing lot numbers ngzk4896 and ngzl0013 (expiration dates 11/30/2020 and 12/31/2021). The reported event was confirmed with an unknown cause. The visual inspection noted that all 3 samples returned had a cuff/ridge on the catheter balloon. No other defects were observed. Per the functional evaluation on all 3 samples returned, the balloon was inflated with air and deflated; a cuff roll was formed. After that, 10cc of a mix of water and blue methylene was introduced with a syringe, and the catheter was left for 3 minutes resting on a flat surface. Then all 3 samples returned were deflated by themselves, and cuff roll was formed. Per the dimensional evaluation, the active length was measured and the results were as follows: sample 1: short side= 0.5775¿, long side=0.5935¿ (per specification the active length is 0.5¿ to 0.8¿). Sample 2: short side= 0.5330¿, long side=0.5505¿ (per specification the active length is 0.5¿ to 0.8¿). Sample 3: short side= 0.5125¿, long side=0.5455¿ (per specificationthe active length is 0.5¿ to 0.8¿). All 3 samples returned, the catheters active length was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use" (B)(4).

Event description:
It was reported that during a tender test, the catheters failed the balloon recovery volume test. For compliance, the minimum percentage of the balloon recovery volume should be 75%, however the 3 samples tested produced results of 68, 67 and 70%. The catheters were tested in accordance with the european standard bs en 1616:1997, sterile urethral catheters for single use, as detailed in nhs wales shared services partnership - procurement services tender specification document aw4370 urology contract.. Per the sample received, the balloon was mushroomed.

Manufacturer narrative:
Received 3 unused catheter. Verified product number 165812 and manufacturing lot numbers ngzk4896 and ngzl0013 (expiration dates 11/30/2020 and 12/31/2021). The reported event was confirmed with an unknown cause. The visual inspection noted that all 3 samples returned had a cuff/ridge on the catheter balloon. No others defects were observed. Per the functional evaluation on all 3 samples returned, the balloon was inflated with air and deflated; a cuff roll was formed. After that, 10cc of a mix of water and blue methylene was introduced with a syringe, and the catheter was left for 3 minutes resting on a flat surface. Then all 3 samples returned were deflated by themselves, and cuff roll was formed. Per the dimensional evaluation, the active length was measured and the results were as follows: sample 1: short side= 0.5775¿, long side=0.5935¿ (per specification the active length is 0.5¿ to 0.8¿). Sample 2: short side= 0.5330¿, long side=0.5505¿ (per specification the active length is 0.5¿ to 0.8¿). Sample 3: short side= 0.5125¿, long side=0.5455¿ (per specificationthe active length is 0.5¿ to 0.8¿). All 3 samples returned, the catheters active length was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a tender test, the catheters failed the balloon recovery volume test. For compliance, the minimum percentage of the balloon recovery volume should be 75%, however the 3 samples tested produced results of 68, 67 and 70%. The catheters were tested in accordance with the (B)(6) standard bs en 1616:1997, sterile urethral catheters for single use, as detailed in (B)(6). Per the sample received, the balloon was mushroomed.